Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that one month post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of recurrent stenosis in the drainage vein and juxta-anastomosis region and required an arteriovenous access circuit reintervention. It was further reported that the target lesion was in the upper arm with fifty four percent initial stenosis and zero percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 09/2024), g3, h6 (patient, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one month post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of recurrent stenosis in the drainage vein and juxta-anastomosis region and required an arteriovenous access circuit reintervention. It was further reported that the target lesion was in the upper arm with fifty four percent initial stenosis and zero percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. It was further reported that three months one day post index procedure, the subject had an adverse event of thrombus in the cephalic drainage vein. The access thrombosis in the upper arm with hundred percent initial stenosis and twenty percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty plus thrombectomy with balloon procedure was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient was unknown.